Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. The medium-large clip applier instrument was found with both grips bent. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was out of the ordinary. The incident occurred when the surgeon was trying to fire the clip and clamp on the vessel. The jaws did not close when the surgeon tried to clamp. The issue was related to after the clip was applied to the instrument it was inserted into the patient. The clip was applied correctly on the instrument. Hem-o-lock medium green clips were used. The issue was not related to the clip opening and closing. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The clip applier was only used for the first clip application. A new clip applier was opened and used.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire clip. A new robot clip applier had to be opened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.